Event description:
It was reported that review of merlin.net alert transmission showed non-sustained lead noise. The alert was triggered by the detection of a pvc. Programming changes recommended to clear the alert. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.